Manufacturer narrative:
The event capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade unknown approximately 2 years after implant removal on contralateral side due to the same issue. The device remains implanted. Healthcare professional previously reported ¿accommodation folds with minimum quantity of liquid peri capsular."